Manufacturer narrative:
Patient weight: unknown, information not provided. Ethnicity/race: unknown, information not provided. If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Device evaluation: product evaluation was not performed because the complaint lens has been discarded by the customer. The complaint issue reported could not be verified and no product deficiency could be identified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that when deploying the zcb00 intraocular lens, the haptic detached. Customer does not know if there was patient contact with the lens. There was no patient injury and no medical/surgical interventions such as incision enlargement, vitrectomy or sutures were performed. The procedure was completed successfully using back up lens. Suspect product has been discarded. No further information available.